Manufacturer narrative:
Based on the claim against the product by the customer noting a broken grip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.669" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint regarding the broken grip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the force bipolar instrument had no reported issue. The procedure was completed with no reported injury. Evaluation of the returned device found the instrument had a broken grip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to provide any additional information.